Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Correction to the initial MDR. The MDR should not have been submitted as this is not a reportable event.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.